Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and suicidal ideation ("suicidal thoughts") in a 33-year-old female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 230 lbs. Previously administered products included for an unreported indication: pristiq from (B)(6) to (B)(6). Concurrent conditions included overweight, uterine bleeding, fibrocystic breast disease and breast mass. Concomitant products included alprazolam (xanax) since (B)(6). In (B)(6) , the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In (B)(6) 2009, the patient experienced irritability ("very irritable"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: anxiety") and suicidal ideation (seriousness criterion medically significant). On an unknown date, the patient experienced hirsutism ("hormonal changes describe: I have hair on my chin and breast"), vaginal cellulitis ("other injury(ies) or complication please describe: post operative vaginal cuff cellulitis/abscess"), vaginal abscess ("other injury(ies) or complication please describe: post operative vaginal cuff cellulitis/abscess") and abdominal pain lower ("in lower abdominal area "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, hirsutism, migraine, headache, depression, anxiety, suicidal ideation, vaginal discharge, weight increased, vaginal cellulitis, vaginal abscess, irritability and abdominal pain lower outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, headache, hirsutism, irritability, menorrhagia, migraine, pelvic pain, suicidal ideation, vaginal abscess, vaginal cellulitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - in (B)(6) : result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, postoperative vaginal cuff cellulitis, abscess, hirsutism, dyspareunia. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs & medical record received.lot number added. Reporter's information was added. Patient's demographics was added. Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), I have hair on my chin and breast, very irritable, migraines , headaches, depression, anxiety, suicidal thoughts, vaginal discharge, weight gain, post operative vaginal cuff cellulitis, abscess , abdominal pain lower. Updated outcome of event( bleeding). Updated onset date of events. Concomitant condition, concomitant drug, historical condition, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and suicidal ideation ("suicidal thoughts") in a 33-year-old female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 230 lbs. Previously administered products included for an unreported indication: pristiq from (B)(6) to (B)(6). Concurrent conditions included overweight, uterine bleeding, fibrocystic breast disease and breast mass. Concomitant products included alprazolam (xanax) since 2010. In 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In (B)(6) 2009, the patient experienced irritability ("very irritable"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: anxiety") and suicidal ideation (seriousness criterion medically significant). On an unknown date, the patient experienced hirsutism ("hormonal changes describe: I have hair on my chin and breast"), vaginal cellulitis ("other injury(ies) or complication please describe: post operative vaginal cuff cellulitis/abscess"), vaginal abscess ("other injury(ies) or complication please describe: post operative vaginal cuff cellulitis/abscess") and abdominal pain lower ("in lower abdominal area "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, hirsutism, migraine, headache, depression, anxiety, suicidal ideation, vaginal discharge, weight increased, vaginal cellulitis, vaginal abscess, irritability and abdominal pain lower outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, headache, hirsutism, irritability, menorrhagia, migraine, pelvic pain, suicidal ideation, vaginal abscess, vaginal cellulitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - in 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, postoperative vaginal cuff cellulitis, abscess, hirsutism, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.